Event description:
It was reported that an 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer generated a leak. As per the report, the chemotherapy direct intravenous (IV) push port began leaking near the end of the administration of chemotherapy. The device leaked onto the 4x4 gauze that was underneath. The gauze was damp. The invasive procedure was not provided or not applicable. The chemodrug did not come into contact with the patient or healthcare provider. There were no defects noted on the tubing set before it was used. It was unknown if there was blood loss or bleedback. There was no mating device connected or attached to the sample. There was patient involvement and no apparent harm only inconvenience. This is report one of two.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.